Event description:
Baxter reports a pt's helper found pd fluid leaking from the region between the white sleeve and the pale blue portion of the minicap transfer set. The pt had a transfer set change and the affiliate reports no pt injury or medical intervention as a result of the incident.